Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide unraveled during removal. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. No catheter was returned. Visual inspection of the swg confirmed that it was unraveled from the proximal end. Microscopic examination confirmed the distal and proximal weld were still present. The total length of the of the core wire measured 602 mm which is within specifications of 596-604 mm per guide wire product drawing. The outer diameter of the swg measured 0.803 mm which is within specifications of 0.788-0.826 mm per guide wire product drawing. Functional inspection was not able to be performed due to the damage of the returned swg. A manual tug test confirmed the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply undue force on guidewire to reduce risk of possible breakage. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide unraveled during removal. No patient harm reported. The patient's condition is reported as fine.